Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event with the device displaying vent inop within first 2-3 breaths. The fsr recalibrated all of the transducers. However, the issue was unresolved and the most likely cause of the issue is the main printed circuit board assembly. The fsr sent the customer a quote for repairs to approve costs.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while cleaning the ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.